Event description:
Device was explanted on 5/25/92 due to infection in pacemaker pocket. (Infection probably resulted from axillary surgery the patient had on 2/10/92). The new device was implanted on 6/2/92. At the time of explant, the pacemaker was in perfect working condition. It was explanted only because of infecton in the pocket. Manufacturer advises return of unit due to FDA trailsinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.